Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned with the helix retracted. The lead underwent a series of electrical tests which determined the lead to be electrically continous. An x-ray was performed and no fractures were noted. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this lead displayed high thresholds. The patient was seen for a revision procedure where the lead was explanted and replaced. The lead was returned for analysis. There were no additional adverse patient effects reported.